Event description:
Additional information received from hcp indicates this valve was re-operated do to severe bioprosthetic mital valve stenosis. Patient was reported in stable condition.

Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Attempts to obtain additional information were unsuccesful. Without receipt of the device or additional information, no definitive conclusion can be drawn regarding the reoperation of this valve. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Structural valve deterioration (svd) is the most common reason for bioprosthesis stenosis and encompasses multiple failure modes, including calcification, non-calcific degeneration cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of svd including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation, the specific mechanism leading to this explant cannot be identified or evaluated.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a second device, 29mm transcatheter valve, was implanted in the mitral position using a valve-in-valve procedure. The implant duration of the original device at the time of the procedure was approximately six (6) years and seven (7) days. The reason for reoperation is unknown and both devices remain implanted. No additional details provided. There were no reported complications.